Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that during a routine defibrillator change out, the lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.